Event description:
The patient reportedly fell and hit her head approximately 3 1/2 years ago. Following this trauma, the patient reportedly experienced decrease in performance while wearing the external equipment. The patient was seen at the center for evaluation. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed, confirmed that the device was functioning. Due to the decrease in performance, the decision was made to explant the patient's c1 device.